Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not functioning and failed to start. A field service engineer replaced the solid-state drive (ssd), performed the basic configuration, and installed remote support service (rss). The technical support center (tsc) provided on-site assistance and will complete the remaining configuration remotely. The pyxis was functional in english, and the printer was operating correctly. The french language pack will be installed remotely in the next few days. The user test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the cabinet was no longer functioning and would not start up at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.